Manufacturer narrative:
Qn# (B)(4). The reported complaint of cuff did not inflate during test could not be confirmed based upon the investigation of the sample received. Visual inspection was conducted on the received sample and no frosty or abnormality observed on the bespak valve and pilot balloon. As part of functional inspection, the sample was tested on inflation and deflation, no abnormality was found. The cuff was inflated using endotest at 25mbar and showed the cuff able to maintain its pressure at 25mbar. Then, a water leak test was performed on the sample and showed there was no bubble flowing out from the cuff and pilot balloon as in table above. This indicates that there is no leakage on the cuff and pilot balloon. A device history record review was performed, and no relevant findings were identified. Based on the investigation conducted, no defects could be confirmed. There were no bubbles flowing out from cuff, side arm and pilot balloon which indicates no leakage on the tube. No further actions were required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "during an inflation test before use, the cuff did not inflate enough and air leak from the air tube was confirmed. Therefore, the user stopped using the tube." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "during an inflation test before use, the cuff did not inflate enough and air leak from the air tube was confirmed. Therefore, the user stopped using the tube." No patient involvement.